Event description:
The customer observed falsely decreased sodium result generated on the alinity c processing module for one patient. The result was not released out of the lab. The customer repeated the sample and the result was normal. The following data was provided: customer¿s reference range: 134 to 146 meq/l sid (B)(6) initial result = 102 meq/l, repeat result = 140 meq/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely decreased sodium result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. The alinity c ict sample diluent is used for analysis of electrolytes on the alinity c processing module. The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the complaint lot performs as expected for this product. A ticket trending review did not identify any trends regarding commonalities for complaint lot. The device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent, lot number 02171un24 were identified.

Event description:
The customer observed falsely decreased sodium result generated on the alinity c processing module for one patient. The result was not released out of the lab. The customer repeated the sample and the result was normal. The following data was provided: customer¿s reference range: 134 to 146 meq/l. Sid (B)(6), initial result = 102 meq/l, repeat result = 140 meq/l there was no impact to patient management reported.